Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: one white dot and no image (black) on image-evis, deep dents and scratches on the distal end plastic cover, and cracked bending section glue at the probe cover. The most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera of the gastrointestinal videoscope was freezing up. The issue was found during inspection for use. There were no reports of patient harm.